Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead (c) found all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-16995, 1627487-2021-16994. It was reported that the patient was experiencing ineffective stimulation due to high impedance. As a result, a surgical intervention occurred wherein the leads were explanted and replaced to address the issue.